Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (bg meter read "high") and customer was not feeling well. Customer had ketones (value not known). Customer realized pump had shut off. Customer went to the hospital and was admitted. Customer was treated with fluids and was discharged 6 hours later. Bg/ketones were resolved; there was no reported permanent damage. Pump history found that the customer had received low battery alerts and alarm prior to shutting down. Customer acknowledged that the reported event was due to use error (customer did not charge pump battery).